Event description:
The customer reported the system would not boot up completely. The patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply, the hard drive and the image processor unit. The system operates as intended.